Event description:
Customer states on suspect device: he is unable to hear the "voicemate meter" instructions and that back to back testing results were obtained of 60 mg/dl and 104 mg/dl. Return requested of suspect device and replacement was sent.